Event description:
Reporter called on behalf of her mother saying they had rec'd the er1 message once. Reporter retested and blood glucose value resulted. Reporter had not been using color chart comparison. Reviewed technique successfully.